Event description:
The account alleges that the mattress zipper had separated, causing the mattress to become contaminated, resulting in fluid ingress of the mattress.

Manufacturer narrative:
The account ordered a replacement mattress to correct this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.